Event description:
Orthopedic surgeon not satisfied with the results achieved after use of all involved shavers.issues:4.5mm curved synovator (x3) #7209027 was clogging.3.5 full radius bonecutter (x1) #7206011 was clogging.5.5 incisor plus (x2) #7205459 had mechanical jamming.what was the original intended procedure?arthroscopy of left knee.